Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received motor error and no delivery alarms on the insulin pump. The customer's blood glucose was not known. The no delivery alarm was resolved by an infusion set change. The motor error occurred while filling the tubing. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.